Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for device change out procedure. Prior to procedure, it was noted that the left ventricular lead exhibited loss of capture. Chest x-ray was performed and revealed the lead had dislodged. During procedure, the lead was capped. The patient was in stable condition all throughout the event.